Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of home care user that when removing the device from use, a portion of the cannula was broken off and remained under the user's skin. The user could not remove the cannula portion. The user reported to hospital care and the remaining cannula portion was removed under local anesthetic. No permanent adverse effects reported.